Manufacturer narrative:
Evaluation summary: a review of the operative notes indicates the surgeon followed the surgical technique. The original operative notes indicate sclerotic bone was noted in the distal medial femoral condyle was well as the proximal medial tibia. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity are unknown. A definitive cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain.